Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the device continuously delivered vibratory alerts. Upon interrogation, no alerts were seen on the programmer or on programming records. The alert was programmed off and on with the same results. The device was explanted and replaced.